Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd plastic non-sterile luer-lok¿ tip syringe were smeared. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: photo evaluation: two photos were received by bd canaan depicting two 5 loose 5ml syringes reported to be from batch #7268501. One syringe had several ink spots around the 1ml ¿ 2ml scale markings. The ink spots were small and did not interfere with legibility of the scale. They would be considered acceptable. The second syringe had missing print that appeared to be due to a scratch in the barrel. The amount of missing print would be considered acceptable per specification. DHR review for batch 7268501: manufacturing date: 10/06/2017 to 10/07/2017 batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7268501 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the photo evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure.